Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000172 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were confirmed. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. D15 applies to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that during the initial 3d spin, the patient orientation on the pendant in relation to the patient's actually position was correct, but the scan taken was upside down. The manufacturer representative (rep) asked the site to keep the patient's orientation on the pendant, and select the "r" option on the mobile viewing station (mvs) keyboard. After that, the image taken was in the correct orientation. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.